Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter device replaced due to recurring incontinence. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter device replaced due to recurring incontinence. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.